Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that during an intraocular lens (iol) implant procedure, the patient was left aphakic due to unable to insert lens. Additional information was provided by the initial reporter, that this was a difficult case and that in the surgeon's opinion, user error was the cause or contributed to the event. It is unknown if the patient has been scheduled for a secondary procedure. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis. Solution and what appears to be blood is dried on the lens. No damage is observed on the lens. The lens was cleaned with lphse. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was returned with clear signs of being handled. No damage was observed and a dimensional inspection was performed with acceptable results. The manufacturer internal reference number is: (B)(4).